Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the examples provided by the user and the sensor data available in the data management system (dms), escalation analysis indicated that the bg values provided by the user as examples of sensor inaccuracy were not entered into the system which limited the review of the reported issue. Additional monitoring indicated that the bg values met sg trends well with occasional lag between the bg and sg inherent to sensing technology and calibrations entered during periods of rapid glucose change. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.